Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: concomitant products continued: 407645 implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital with tias (transient ischaemic attack). An echogram showed the right ventricular (rv) lead in the left ventricle. The rv lead was explanted and a new rv lead was placed into the right ventricle. No patient complications have been reported as a result of this event.